Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a diluent leak contained in the bottom tray of the coulter lh750 hematology analyzer slidemaker. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) evaluated the issue by telephone and stated that customer called back to report that the leak was due to a hole in the tubing at valve 18. The hole was a result of normal use on the instrument. Customer replaced the worn tubing to address the issue. Customer verified proper instrument performance and has not called back to report any further issues relating to this event.